Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, 4488 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. An additional suspect product was pantoprazole. The patient had a medical history of cholecystectomy in 1987 and ovarian cyst, pelvic pain female, hypothyroidism, headache, fatigue, thyroid cancer, anxiety, depression, abdominal pain, ovarian cyst, suicidal ideation, parity 2, multi gravida, panic attacks, depression, breast pain, menses irregular, obesity, vaginal bleeding, back pain, difficulty breathing, weight loss, rash, asthma, cholecystectomy and cesarean section (1991 and 2000). Concomitant products included levothyroxine, midazolam and metronidazole. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 4193 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient started pantoprazole at an unspecified dose and frequency. The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy, bilateral salpingectomy, right ovarian cystectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (b)96) 2009: findings: cannulation of the cervix and injection of contrast was performed by dr. The essure devices appear to be appropriately located bilaterally, spanning the uterotubal junction, with occlusion of the tubes. [Pathology test] on (B)(6) 2020: conversion final diagnosis: ovarian cyst, right, cystectomy: hemorrhagic corpus luteal cyst (2.5 cm). Uterus, cervix, left tube and ovary, hysterectomy with left. Salpingo-oophorectomy: uterus; cervix with nabothian cysts. Secretory phase endometrium, negative for hyperplasia or malignancy. Myometrium with adenomyosis and leiomyomata. Left ovary with hemorrhagic luteal cyst (2.5 cm). Fallopian tube, right, salpingo-oophorectomy: fallopian tube without diagnostic abnormality. Left vaginal margin, excision: squamous mucosa, negative for dysplasia. Specimen(s) received: right ovarian cyst; uterus, cervix, left tube and ovary ( frozen on left ovary and endometrium); right fallopian tube; left vaginal margin. Clinical diagnosis and history: left ovarian cyst. Gross description: sectioning through the uterus reveals metallic coils within each cornu. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Surgical pathology report added, medical history & concomitant condition and reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, 4488 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.